Event description:
A customer contacted beckman coulter inc., (bci) and reported that imprecise sodium (na), potassium (k), chloride (cl), and calcium (calc) results were generated by the unicel dxc 800 pro synchron clinical systems. No false results were reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
The ise system is routinely calibrated every 8 hours followed by qc sample run. Prior to this event ise qc results were erratic. The customer cleaned the k electrode port. A field service engineer (fse) was dispatched: the fse replaced the na measuring and the co2 electrodes. The fse removed fibrin from the calc port. Although parts were replaced, a clear root cause for this event has not been determined.